Event description:
Additional information reported indicated that the por was cleared and that the patient was able to recharge their device. The cause of overdischarge was determined to be that the user stopped charging their neurostimulator. When this happened, the patient had a return of their pain symptoms. It was noted that no interventions were taken or planned. The patient outcome was reported as "doing well." If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information reported indicated that the patient had another power on reset condition following an overdischarge. Follow-up information had been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient's implantable neurostimulator (ins) went had a overdischarged battery due recent surgeries (details not provided). The patient met with the manufacturer's representative and was able to recharge. He then received a power-on-reset (por) warning screen on the external recharger. Subsequent information indicated that the patient experienced overstimulation sensation and was unable to adjust their stimulation after completing a physician mode recharge procedure (pmr). He was able to turn the ins off using the external recharger. He no longer felt the stimulation and was going to continue recharging his ins. Additional information was requested regarding the event but was not available at the time of this report. A follow-up report will be sent upon receipt of any information received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 39565-30 (B)(4) implanted: (B)(6) 2009 explanted: na, extension model 3708140 (B)(4) implanted: (B)(6) 2009 explanted: na, extension model 3708140 (B)(4) implanted: (B)(6) 2009 explanted: na, recharger model 37752 (B)(4), programmer model 37743 (B)(4).